Event description:
Primary nurse (rn) used dose mode to program fentanyl with co-signing rn as primary medication. Red screen on left read "fentanyl" as drug name. Patient transported to CT scan via rn and renal therapist. Rn received phone call around noon from ICU provider that family had decided to transition to comfort measures only and CT scan canceled. Approximately twenty minutes later arrived back to unit with patient. 30 minutes later, dose increased to 37.5 mcg/hr. An hour later rn entered room due to IV pump alarming infusion complete (fentanyl). Found fentanyl running at 37.5 ml/hr, per medication administration record (mar) should have been running at 37.5 mcg/hr for a rate of 1.9 ml/hr. ICU provider informed of above. Cosigning rn aware of above. Pump immediately sequestered. Fentanyl infusion placed on new pump with new bag.